Event description:
During the procedure the balloon burst a 8 atm, (the rated burst atm) when used in a calcified lesion. No intervention or pt complication was reported. However during eval of the device a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.